Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right atrial (ra) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes that the atrial lead (ra) was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found two external abrasions breaching the outer insulation exposing the outer coil in the proximal region of the lead. Final analysis found that the insulation was abraded 14.2cm, 20.5cm, 24.4cm, 26.2cm, 28.5cm and 30.8cm from the distal tip. The cause of the reported event was isolated to external abrasions consistent with friction to the device can.